Manufacturer narrative:
The t:slim g4 cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of cold insulin. There was no reported impact to the customer's blood glucose level. Recommendation was made to fill the cartridge with room temperature insulin per pump labeling instructions. Multiple attempts were made to follow-up with the customer; however, no additional information was provided regarding the reported event.